Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing by a zoll approved service provider. The device was returned to zoll medical corporation; evaluation of the customer's report was not duplicated. The device was put through extensive testing including bench handling, electrical safety testing, impedance testing, and 30min self-testing with returned pads without duplicating the report. The report was cleared and did not reoccur. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be peformed. Analysis of reports of this type has not identified an increase in trend.